Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Neonatal intensive care unit (nicu) nurse trying to initiate therapy and getting low flow alert02) in an arctic sun device. Device had primed and stopped. Had try to start therapy and again guided to diagnostics. System hours were 5167, pump hours were 4014, inlet pressure (ip) was -3.1psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Tried disconnected and reconnected pads and water leaked from the pads. Pad lot ngju2595. Grabbed another pad and replaced the old pad. Inlet pressure (ip) was -7.3psi , circulation pump command (cpc) was 40 percentage, flow rate (fr) was 1.3lpm. Explained correlation between heater capacity and water flow rate. Advised to hold onto pad for investigation and emailed quality copy of case. Device alerting 113 (reduced water temperature control). Patient temperature (pt) was 34.9c, targeted temperature (tt) was 33.5c, water temperature (wt) was 25.7c, water flow rate (wfr) was 1.3 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 25.8c, outlet control temperature (t2) was 25.7c, inlet temperature (t3) was 25.7c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 40 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 5167.6 and pump hours were 4014.6. Advised to swap out to an alternate device and send this one to biomed labeled 113. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse trying to initiate therapy and getting low flow alert02) in an arctic sun device. Device had primed and stopped. Had try to start therapy and again guided to diagnostics. System hours were 5167, pump hours were 4014, inlet pressure (ip) was -3.1psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Tried disconnected and reconnected pads and water leaked from the pads. Pad lot ngju2595. Grabbed another pad and replaced the old pad. Inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 40 percentage, flow rate (fr) was 1.3lpm. Explained correlation between heater capacity and water flow rate. Advised to hold onto pad for investigation and emailed quality copy of case. Device alerting 113 (reduced water temperature control). Patient temperature (pt) was 34.9c, targeted temperature (tt) was 33.5c, water temperature (wt) was 25.7c, water flow rate (wfr) was 1.3 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 25.8c, outlet control temperature (t2) was 25.7c, inlet temperature (t3) was 25.7c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 40 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 5167.6 and pump hours were 4014.6. Advised to swap out to an alternate device and send this one to biomed labeled 113. Per follow up information received via task on 06mar2025, transferred to operator then to biomed. Spoke with biomed who confirmed they received the device and sent it to depot for repair. No repairs were completed onsite.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse trying to initiate therapy and getting low flow alert 02) in an arctic sun device. Device had primed and stopped.  Had try to start therapy and again guided to diagnostics.  System hours were 5167, pump hours were 4014, inlet pressure (ip) was -3.1psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Tried disconnected and reconnected pads and water leaked from the pads. Pad lot ngju2595. Grabbed another pad and replaced the old pad. Inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 40 percentage, flow rate (fr) was 1.3lpm.  Explained correlation between heater capacity and water flow rate.  Advised to hold onto pad for investigation and emailed quality copy of case. Device alerting 113 (reduced water temperature control). Patient temperature (pt) was 34.9c, targeted temperature (tt) was 33.5c, water temperature (wt) was 25.7c, water flow rate (wfr) was 1.3 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 25.8c, outlet control temperature (t2) was 25.7c, inlet temperature (t3) was 25.7c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 40 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 5167.6 and pump hours were 4014.6. Advised to swap out to an alternate device and send this one to biomed labeled 113.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.